Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, it was noted that while attempting the lead implant, the left ventricular (lv) lead was unable to be implanted on the target vein. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of unable to implant was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.